Manufacturer narrative:
(B)(4) the explanted device was not returned to bsn.

Event description:
A report was received that the ipg moved and patient was experiencing difficulty charging ipg due to its location. The patient underwent a revision procedure wherein the ipg was explanted. No device malfunction was suspected. The patient was doing well post operatively.